Event description:
It was reported during a therapeutic transurethral resection procedure, the tip of the plasmaloop broke off inside the patient's body and retrieved. The procedure was completed using a back-up device. There was no report of patient harm.